Manufacturer narrative:
The suspected device was returned to manufacturer for evaluation. Evaluation is in progress, but not yet concluded

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the screen of the central control monitor (ccm) was locked up. Local controls were used for the remainder of the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2018, about half way through the bypass run, the touchscreen again froze up, and the team was unable to control anything from the screen. The team was able to perfuse accordingly during the procedure, for the flow information and control was on the local displays/interfaces. The electronic patient gas system (epgs) local controls additionally were used for sweep gas and fraction of inspired oxygen (fio2) control. The team was unable to monitor arterial line pressures, but had the patient's arterial pressure available. Additionally, the monitoring of the pressure of the cardioplegia (cpg) circuit was not available. They lost the ability to monitor temperatures on the system, but did have the patient's temperature available. The end user did set up and have available another heart-lung machine (hlm) just outside the operating room that was being used. The incident with the ccm did not delay the continuation of the surgical procedure, and the patient was weaned from cpb without issue. There was no blood loss or harm associated with the event.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. He installed a loaner central control monitor (ccm). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the ccm to operate as intended throughout the evaluation. There was no freezing up of the touch screen during the evaluation. Per data log analysis, on (B)(6) 2018, while in a perfusion screen, the ccm stops logging. The centrifugal pump reported the ccm was missing at 7:30:15 am which indicates the system was still powered up but the ccm was no longer communicating. The log does confirm the complaint, but there was no indication of the cause of the ccm freeze.

Manufacturer narrative:
The reported complaint was confirmed. Per the service repair technician (srt), this is the second instance of this happening and the manufacturer has been unable to duplicate it. The unit will not be repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.